Manufacturer narrative:
(B)(4). Date sent: 1/12/2022. Investigation summary: call home was reviewed for system nm14nea00239 on 11/22/21. Three pr15xts, nm21nhb37437, nm21nhb36209, and nm21nhb35946, were connected to channels 1, 2, and 3, respectively. The probes were tested and set to ablate for 3:00, 5:00, and 5:00. Probe 1 issued a reflected power error on ablate on 3 attempts. Probe 1 was moved to channel 2 (probe 2 disconnected) and more reflected power errors were issued on test. The probe was moved to channel 1 again and got more errors. Probe 3 also issued reflected power errors on ablate. Probes nm21nhb35946 (3 uses, 6:50) and nm21nhb37437 (0 uses) were investigated at neuwave. Both probes worked to specifications and did not have any problems. The root cause of the reflected power errors is unknown. Analysis does not reveal the root cause of the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary. Probe nm21nhb35946: lot ml21056418 was reviewed (in process sn (B)(6). Manufacture date: 6/9/21. Expiration date: 1/31/25. There were no problems seen during the manufacturing and testing of this lot. Probe nm21nhb37437: no lot information could be found for this probe at this time.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. Patient developed a pneumothorax, physician was ambiguous around whether that was solely due to the issues occurring with the probes but did suggest the mitigation tactics likely contributed. What was done as a result: they put a chest tube in. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they are having a reflective power error during lung procedure. Customer has tried restarting procedure, moving probe and having same issue. Customer is trying placing second probe.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2022. D4 batch #: nm21nhb37437. Additional information was requested and the following was obtained: what was the exact surgical procedure? - lung microwave ablation. Where was the location of the lesion that was being ablated? - rul. What was the pre-determine ablation time? - unknown as they had multiple probes in. How many probes were used in the procedure? - 3 were plugged in but: 1 never worked, 1 was never attempted and I worked intermittently. What were the issues/difficulties with each of the probes that were used? - repeated reflective power. Was the procedure able to be completed? If so, how? - yes but not to satisfaction of physician. When and how was the pneumothorax detected? - at the end of the procedure by CT imaging. What is the patient¿s current status? - unknown upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.